Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient charged the ins and it went a week. Then, the patient charged the ins and it went a day and the next time they charged, it only went overnight before needing to be charged again. The patient reported that they tried charging the ins for 3 hours and it didn¿t fill up. It was reported that the patient stopped feeling stimulation and was unable to charge the ins. It was alleged that the ins was over discharged. A trickle charge was successfully started by a nurse. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that about 6 months prior to the report the patient's stimulator just quit. The patient didn't do anything because they thought it would be replaced by surgery and the patient didn't want more surgery. Then, a nurse told the patient they could restart it so they had that done and now it seemed to work fine. The patient said it seemed to have the same charge of about a month or a bit more and the patient was happy to have it again. The patient said they never really kept track of how often they charged it. The patient said they did have to charge it 6 weeks after restarting it. No further complications were reported.